Manufacturer narrative:
The customer's allegation was confirmed, upon device inspection the distal end of the sheath was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: thermo-mechanical fatigue, wear and tear, or improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. A definitive root cause cannot be identified. A device history review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. This issue is addressed in the instructions for use (IFU): before using the product, the warning notices in the IFU should be followed to ensure a faultless condition of the product. See especially chapter 4: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, at the beginning of the therapeutic transurethral resection of the prostate (turp) procedure, the distal end of the sheath was broken. The issue caused a procedural delay while the patient was under sedation as the ceramic tip had to be removed from the patient. The fragment that fell into the patient was safely removed. The length of delay was not specified. The procedure was completed with the same device and no further additional interventions were required.